Event description:
A user facility reports that during intraocular lens (iol) surgery, the capsular bag tore. The association between this event and the iol is not known. Additional info has been requested.